Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3rd july, 2020 getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the cover broke off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The device involved in the event is powerled ii (pwdii500sf v k4 aim cl) with serial number (B)(6) and catalog number ard569202957. Manufacturing date is 23rd october, 2018. Installation date is (B)(6) 2018. It was established that when the event occurred, the surgical light did not meet its specification as detachment of the cover could be identified as a technical deficiency. The device which played role in this situation contributed to event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that the reported scenario has never lead, to date, to serious injury or worse. Unfortunately, the subject matter experts with the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor to provide the most probable root causes. In case of new relevant information, the case will be reconsidered. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 3rd july, 2020 getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated, the cover broke off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.